Event description:
The male pt received a cypher stent in 2004 at hosp. He experienced a heart attack resulting from restenosis diagnosed two months later. He had another heart attack in 2006 resulting from the same stent, or from a new stent implanted in one month earlier.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2008-00021. This pt claims to have experienced restenosis approx 2 months post implantation of an unk cypher stent resulting in heart attack as reported. The pt also had an unk stent implanted at a different time and experienced another heart attack a month post implantation of this unk stent. Past medical history is unk. The indication of the index procedure and the second procedure two and half yrs later was unk. It is not known where the stent(s) were implanted. Description of the vessel(s) such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. There is no info regarding procedural details such as: debulking or pre-dilation of lesion before stents deployment, pre and post procedure cardiac enzyme values, or pre and intra procedure medications used. There is no info about the length and diameter of the stent(s), the lot number(s) and the expiration date(s). The residual diameter stenosis post procedure was not reported. Timi flow was not reported. There was no info about in-stent, peri-stent and or in what stent/s restenosis was found as confirmed by coronary angiography. There was no info about laboratory values or EKG results indicating of the heart attacks. There was no info on how the restenosis was treated. The products remained implanted in the pt and are thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the products were not reported. The IFU warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complication and/or bleeding events. Restenosis is a potential adverse event associated with coronary artery stenting. Pts who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions; however, without add'l info, it is not possible to determine what factors may have contributed to this event. With such limited pt and procedural info available for review, the lack of product's lot numbers to perform DHR reviews and the unavailability of the products to analyze, it is not possible to determine what factors may have contributed to these events.